Event description:
It was reported that after insertion, the customer could measure continuous cardiac output fine for four hours. Then customer pulled catheter a little bit to use the perfusion line and it stopped measuring continuous cardiac output. Seven hours later, customer decided to start measuring continuous cardiac output again and placed the catheter at the right position again, but there was blood leakage observed in the syringe and also from the thermistor connector. Customer then decided to remove the catheter. No pt complication were reported.

Manufacturer narrative:
The device was returned and evaluated. Examination revealed that the thermistor and thermal filament were continuous. No error message was observed on the vigilance monitor. However, dry blood was noted inside the entire thermistor and inflation lumen. Blood was evident inside the thermistor lumen. A slit, about .08 inches long, and was found at 27cm proximal from the distal tip. The slit entered both thermistor and inflation lumens. It appeared that blood at the thermistor connector had caused short condition and prevented obtaining cco.